Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer had symptoms such as nausea, dizziness, headaches, dehydration and urination. The customer treated with syringes. Customer's blood glucose value was 117 mg/dl at the time of the call. Customer did contact their healthcare professional. Troubleshooting was performed. The insulin pump alarmed excessive no delivery. The drive support cap appeared normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.